Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2016 with the following findings: the pump's black box showed evidence of a partially discharged battery being installed on (B)(6) 2015. The battery cap was unable to fully tighten to the pump. There was a battery compartment crack observed from the thread area to the case seal. The pump's current draws were within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.